Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 216mg/dl. A system check was performed and the infusion tubing was identified as a possible cause, however, customer used fiasp insulin. Tandem's technical support educated customer on cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the event.